Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has a cut in its outer casing, which occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e2, e3, d8, d9(date returned to mfg), g2, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the video cable is broken, and the image is purple. A root cause could not be identified. However, based on the investigation results, it is likely that the protector of the video cable section is cut, leading to the 'cut in outer casing' malfunction. Additionally, the video cable is broken, causing the image to appear purple. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end) and the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.